Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, receiver would not turn on. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a hardware component failure.